Event description:
Fogarty catheter was being used to attempt to remove the arterial plug. The catheter broke while being pulled back across the arterial anastomosis. A portion of the catheter remained in the patient with inflated balloon both of which had to be extracted from the patient.